Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she felt, and went to the hospital after experiencing low blood glucose levels. The customer felt that the incident was not insulin pump related, and declined troubleshooting. Nothing further was reported.